Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; an intermittent image was produced from the composite output connector and the cause isolated to a faulty printed circuit board. Additional evaluation findings are as follows: loose receptacle; low air pressure due to faulty air pump; dust inside unit; broken front panel; paint peeling off of top cover; the reported problem of broken composite output could not be confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the image was not present on the software (desktop). The problem, as reported to olympus, was identified during preparation for use. The intended procedure, a diagnostic endoscopy, was completed using another similar device. Upon inspection and testing of the device, it was determined that a problem with the output composite connector occurred, causing lines in the image and an intermittent image. This report is submitted due to the output composite connector problem, causing lines in the image and intermittent image. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon is likely due to a faulty circuit (dp) board. The product was shipped in accordance with the specifications, and the phenomenon does not occur frequently, it appears to be a chance failure of dp board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.